Event description:
The facility, reported an event involving the varian varis and an elekta sl75 radiotherapy device. The report indicates that during a pt treatment plan the elekta sl75 failed to stop radiotherapy at the prescribed 59mu. The therapist stopped the treatment manually after delivering 245mu.

Manufacturer narrative:
Varis is used as an ancillary (or adjunct) device to assist the radiation therapist in reducing inaccuracies in setting up treatments to be delivered by a radiation therapy device. Our analysis revealed that varis performed as designed. The varis info system must verify the dose against the original approved plan prior to authorizing radiation delivery. Once the beam is authorized, it is up to the radiation therapy device (elekta) to terminate at the prescribed dose. Varian does not MFR the elekta sl75 device.